Event description:
An ocd lab specialist reported discrepant results during a cross over study comparing results from vitros immunodiogostics products total b-hcg reagent to results from an OEM method. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.